Event description:
It was reported that the deep brain stimulation (dbs) patient experienced intense pain in her head where the lead extension was located and noted it felt like someone was drilling a hole in her skull, she also reported that the implantable pulse generator (ipg) felt like it was vibrating in her chest when the stimulation was on. The symptoms subsided gradually over a few days once the stimulation was turned off. The system was checked for impedances and high impedance measurements were discovered. Xray imaging performed confirmed that the lead extension was fractured and there was coiling of the lead extension near the head of the ipg in the chest pocket. Additional information was received that the patient underwent a revision procedure where the ipg and lead extension were replaced. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI upn: m365db12320 model: db-1232 serial: (B)(6). Batch: 554025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced intense pain in her head where the lead extension was located and noted it felt like someone was drilling a hole in her skull, she also reported that the implantable pulse generator (ipg) felt like it was vibrating in her chest when the stimulation was on. The symptoms subsided gradually over a few days once the stimulation was turned off. The system was checked for impedances and high impedance measurements were discovered. Xray imaging performed confirmed that the lead extension was fractured and there was coiling of the lead extension near the head of the ipg in the chest pocket.